Manufacturer narrative:
As no product was returned or lot. No provided it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the proudct was manufactured within specification. Unilateral deflation of the right breast implant. No reported defect: unilateral deflation of the right breast implant. Condition of product: no product was received. Background of the surgery: original surgery was performed by dr in 1999 using unknown hutchison saline-fill implants that were filled to an unknown volume. In 2007, the pt visited the associates in plastic surgery clinic in regards to a suspected deflation of the left breast implant. The pt has not yet undergone replacement surgery. Product inspection: no conclusion can be drawn.